Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "the femoral introducer of the loan set sent to shales on the [date] side metal piece which articulates with the femoral indents of the implants seems to be bent/ is not locking the femoral implant in place. It needs replacing, tried with several dnis and would not lock femoral implant in place." The product was not returned to medtech orthopaedics; however photos were provided for review. See attachment " img_3366.jpeg & img_3364.jpeg". The photos do not provide enough evidence to confirm the reported "bent" allegation. Additionally, functionality issues of the device cannot be assessed through a photo investigation. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune femoral introducer would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the side metal piece which articulates with the femoral indents of the femoral introducer seems to be bent/and is not locking the femoral implant in place. It was tried with several dnis and would not lock femoral implant in place. There was no patient consequence.